Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the receiver was displaying 125mg/dl; however, she ended up passing out and her sister called for the fire department emergency medical technician¿s (emts). The patient indicated that their bg was tested, and the meter was reading 40mg/dl and the emts administered the patient with intravenous (IV) therapy of glucose and glucose orally until the patient¿s bg was at 134mg/dl. The patient declined to go to the hospital. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.